Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately five months ago.